Manufacturer narrative:
A ge service rep performed an on site investigation. The printer circuit boards and cables were reseated. The system was then found to be operating as intended.

Event description:
The customer reported intermittently, the system failed to boot up with no display and scrambled images. No report of pt injury.